Manufacturer narrative:
(Admitted overnight). The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation in 2009, that a radial jaw 4 single use biopsy forceps large capacity device was used during an egd (esophagogastroduodenoscopy) procedure performed six days prior. According to the complainant, the stomach was biopsied the same day, and approximately three tissue samples were obtained. The procedure was completed with the same radial jaw 4 single use biopsy forceps large capacity device. The patient later returned, at which time a perforation in the patient's stomach wall was discovered. The site was not sure if the injury was sustained during the initial procedure. The patient was given antibiotics and admitted overnight for observation. No medical intervention was necessary and the patient was discharged the following day. There were no patient complications reported as a result of this event.